Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented emergently with abdominal aortic aneurysm rupture and evar was performed. It was noted that acs (acute coronary syndrome) also occurred and the procedure was converted to a laparotomy for removal of the hematoma found around the abdominal aorta. It is considered that it was at this stage that the exposure to infection may have occurred. It was detected that a type ib endoleak occurred during the continuous follow up and the endoleak was resolved approximately 1 year post index procedure with the implantation of another manufacturers device upside down. During postoperative follow up, infection of the area was noted. It was reported that the stent graft was explanted, and blood vessel prosthesis implantation was performed approximately 2 months post re-intervention. Per the physician, it is considered that the cause of the event was due to hematoma infection but the causality between the infection and the hematoma removal is unknown. No additional clinical sequelae were reported, and the patient is fine.